Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the infection was caused by a device erosion through the pocket.

Manufacturer narrative:
Concomitant medical products: 7121-65 lead; 419488 lead implanted: (B)(6) 2010. Enlw1616c124e stent graft, enlw1616c82e stent graft, enbf2816c124e stent graft, implanted: (B)(6) 2011. Etcf3232c49e stent graft, etcf2525c49e stent graft, etcf2828c49e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.